Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency unknown) for elevated white blood cell count. The patient was hospitalized for two days before being discharged. At the time of this report, the patient recovered from peritonitis. No additional information is available.